Event description:
The hcp reported that the patient had been to the clinic and was having spasms so severe that they had to call 911. The patient was admitted to the hospital in 2007, and her pump was replaced. The hcp reported that the patient had since switched hcps, as she wanted an hcp closer to her home. The patient had been receiving compounded baclofen via the pump.